Event description:
The customer reports that there are tiny holes in peel back portion of cartridge. No pt injury or intervention reported.

Manufacturer narrative:
The product device was requested, but not received at the time of this report. The investigation results are not available at the time of this report.